Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as diagnosis. On an unreported date the patient began treatment with intraperitoneal gentamicin 80 mg for fourteen days. The patient was discharged nine days after admission. It was reported the patient was recovered from this peritonitis event. The action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.